Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device: is not known/ unable to visualize the right side coil to remove it") and pelvic pain ("pain") in a 23-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal and asthma. Concomitant products included medroxyprogesterone (depo provera). On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced depression ("depression / post partum depression that got worse since the essure"). On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal discharge ("vaginal discharge"), weight increased ("weight gain") and back pain ("back pain"). In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dry skin ("itchy dry patches"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2011, the patient experienced fatigue ("fatigue") and alopecia ("hair loss"). In (B)(6) 2011, the patient experienced mood swings ("hormonal changes describe: mood swings"), hot flush ("hot flashes") and libido decreased ("decreased sex"). On (B)(6) 2013, the patient experienced bacterial vaginosis ("bacterial vaginosis") and urinary tract infection ("urinary tract infection"). In 2013, the patient experienced visual impairment ("vision has gotten worse"). In (B)(6) 2015, the patient experienced nausea ("nausea"). In (B)(6) 2017, the patient experienced incontinence ("incontinence issue"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and abdominal pain lower ("cramping"). The patient was treated with surgery (left coil removed) and surgery (left coil removed). At the time of the report, the device dislocation, pelvic pain, mood swings, hot flush, vaginal haemorrhage, menorrhagia, bacterial vaginosis, urinary tract infection, depression, dry skin, incontinence, libido decreased, migraine, headache, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, visual impairment, fatigue, weight increased, alopecia, back pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, alopecia, back pain, bacterial vaginosis, depression, device dislocation, dry skin, dysmenorrhoea, dyspareunia, fatigue, headache, hot flush, incontinence, libido decreased, menorrhagia, migraine, mood swings, nausea, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: current weight 174 lbs. Unable to removed right coil because it was not able to visualized. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.8 kg/sqm. Ultrasound scan vagina - on (B)(6) 2011: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 7-sep-2018: events- "hormonal changes describe: mood swings, hot flashes, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), bacterial vaginosis, urinary tract infection, depression, itchy dry patches, incontinence issue, decreased sex, migraines, headaches, migration of essure device location of device: is not known, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, vision has gotten worse, fatigue, weight gain, hair loss, back pain, cramping", concomitant drug, lab data added from pfs. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device: is not known/ unable to visualize the right side coil to remove it") and pelvic pain ("pain") in a 23-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal and asthma. Concomitant products included medroxyprogesterone acetate (depo provera). In 2010, the patient experienced depression ("depression / post partum depression that got worse since the essure"). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal discharge ("vaginal discharge") and back pain ("back pain") and was found to have weight increased ("weight gain"). In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dry skin ("itchy dry patches"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2011, the patient experienced fatigue ("fatigue") and alopecia ("hair loss"). In (B)(6) 2011, the patient experienced mood swings ("hormonal changes describe: mood swings"), hot flush ("hot flashes") and libido decreased ("decreased sex"). On (B)(6) 2013, the patient experienced bacterial vaginosis ("bacterial vaginosis") and urinary tract infection ("urinary tract infection"). In 2013, the patient experienced visual impairment ("vision has gotten worse"). In (B)(6) 2015, the patient experienced nausea ("nausea"). In (B)(6) 2017, the patient experienced incontinence ("incontinence issue"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping") and post procedural haemorrhage ("excessive bleeding after coil removal"). The patient was treated with surgery (left coil removed with forceps). At the time of the report, the device dislocation, pelvic pain, mood swings, hot flush, vaginal haemorrhage, menorrhagia, bacterial vaginosis, urinary tract infection, depression, dry skin, incontinence, libido decreased, migraine, headache, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, visual impairment, fatigue, weight increased, alopecia, back pain, abdominal pain lower and post procedural haemorrhage outcome was unknown. The reporter considered abdominal pain lower, alopecia, back pain, bacterial vaginosis, depression, device dislocation, dry skin, dysmenorrhoea, dyspareunia, fatigue, headache, hot flush, incontinence, libido decreased, menorrhagia, migraine, mood swings, nausea, pelvic pain, post procedural haemorrhage, urinary tract infection, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: current weight 174 lbs. Unable to remove right essure coils because it was not able to be visualized. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.8 kg/sqm. Ultrasound scan vagina - on (B)(6) 2011: results: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 18-dec-2018: pfs received: new event added: excessive bleeding after coil removal. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: is not known/ unable to visualize the right side coil to remove it') and pelvic pain ('pain') in a 23-year-old female patient who had essure (batch no. 725762) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included sexually transmitted disease, vaginitis, abdominal pain and anxiety. Concurrent conditions included body mass index normal, asthma, knee pain, vaginal odor, fractured scaphoid, ear pain, tympanosclerosis and vomiting. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced depression ("depression / post partum depression that got worse since the essure"). On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal discharge ("vaginal discharge") and back pain ("back pain") and was found to have weight increased ("weight gain"). In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dry skin ("itchy dry patches"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2011, the patient experienced fatigue ("fatigue") and alopecia ("hair loss"). In (B)(6) 2011, the patient experienced mood swings ("hormonal changes describe: mood swings"), hot flush ("hot flashes") and libido decreased ("decreased sex"). On (B)(6) 2013, the patient experienced bacterial vaginosis ("bacterial vaginosis") and urinary tract infection ("urinary tract infection"). In 2013, the patient experienced visual impairment ("vision has gotten worse"). In (B)(6) 2015, the patient experienced nausea ("nausea"). In (B)(6) 2017, the patient experienced incontinence ("incontinence issue"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping") and post procedural haemorrhage ("excessive bleeding after coil removal"). The patient was treated with surgery (left coil removed with forceps). At the time of the report, the device dislocation, pelvic pain, mood swings, hot flush, vaginal haemorrhage, menorrhagia, bacterial vaginosis, urinary tract infection, depression, dry skin, incontinence, libido decreased, migraine, headache, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, visual impairment, fatigue, weight increased, alopecia, back pain, abdominal pain lower and post procedural haemorrhage outcome was unknown. The reporter considered abdominal pain lower, alopecia, back pain, bacterial vaginosis, depression, device dislocation, dry skin, dysmenorrhoea, dyspareunia, fatigue, headache, hot flush, incontinence, libido decreased, menorrhagia, migraine, mood swings, nausea, pelvic pain, post procedural haemorrhage, urinary tract infection, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: current weight 174 lbs. Unable to remove right essure coils because it was not able to be visualized. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.8 kg/sqm. Ultrasound scan vagina - on (B)(6) 2011: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, device dislocation. Lot number: 725762 manufacturing date: 2010-03 expiration date:2013-03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-sep-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: is not known/ unable to visualize the right side coil to remove it') and pelvic pain ('pain') in a 23-year-old female patient who had essure (batch no. 725762) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included sexually transmitted disease, vaginitis, abdominal pain and anxiety. Concurrent conditions included body mass index normal, asthma, knee pain, vaginal odor, fractured scaphoid, ear pain, tympanosclerosis and vomiting. Concomitant products included medroxyprogesterone acetate (depo provera). In 2010, the patient experienced depression ("depression / post partum depression that got worse since the essure"). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal discharge ("vaginal discharge") and back pain ("back pain") and was found to have weight increased ("weight gain"). In (B)(6) 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dry skin ("itchy dry patches"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2011, the patient experienced fatigue ("fatigue") and alopecia ("hair loss"). In (B)(6) 2011, the patient experienced mood swings ("hormonal changes describe: mood swings"), hot flush ("hot flashes") and libido decreased ("decreased sex"). On (B)(6) 2013, the patient experienced bacterial vaginosis ("bacterial vaginosis") and urinary tract infection ("urinary tract infection"). In 2013, the patient experienced visual impairment ("vision has gotten worse"). In (B)(6) 2015, the patient experienced nausea ("nausea"). In (B)(6) 2017, the patient experienced incontinence ("incontinence issue"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping") and post procedural haemorrhage ("excessive bleeding after coil removal"). The patient was treated with surgery (left coil removed with forceps). At the time of the report, the device dislocation, pelvic pain, mood swings, hot flush, vaginal haemorrhage, menorrhagia, bacterial vaginosis, urinary tract infection, depression, dry skin, incontinence, libido decreased, migraine, headache, nausea, dysmenorrhoea, dyspareunia, vaginal discharge, visual impairment, fatigue, weight increased, alopecia, back pain, abdominal pain lower and post procedural haemorrhage outcome was unknown. The reporter considered abdominal pain lower, alopecia, back pain, bacterial vaginosis, depression, device dislocation, dry skin, dysmenorrhoea, dyspareunia, fatigue, headache, hot flush, incontinence, libido decreased, menorrhagia, migraine, mood swings, nausea, pelvic pain, post procedural haemorrhage, urinary tract infection, vaginal discharge, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: current weight 174 lbs. Unable to remove right essure coils because it was not able to be visualized. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.8 kg/sqm. Ultrasound scan vagina on (B)(6) 2011: results: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, device dislocation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: medical record received. Lot number, reporters information were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.